Event description:
It was reported by the patient's family member that the patient is deceased and died approximately two months post replacement of the implantable cardioverter defibrillator (ICD). No further information was provided. The cause of death has been requested and not received.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead implanted: (B)(6) 2009; biotronik implantable pacing lead implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
The device system was returned to the manufacturer by the patient's daughter. The cause of death was provided as hypoxic respiratory failure, cholangitis and sepsis.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.